Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on j1/printed circuit board 1 was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own and scroll bar was not moving with no input. It was also reported that the pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens however button was not unresponsive during an easy bolus attempt. Trouble shooting was performed for keypad anomaly. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.